Event description:
It was reported that during a ladg procedure the clip malformed (pear shaped) and dropped from the vessel. The clip was retrieved from the pt. Little oozing observed (amount unknown). The surgeon ligated it again with another er320. There was no pt consequence.